Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the comment was related to a damaged radio frequency (rf) programmer head cable. The damaged cable caused the programmer shut down. The damaged cable was replaced. The noisy system fan and missing hinge plate screws were also replaced. (B)(4).

Event description:
It was reported that when the programmer was plugged in it made a &#50191;p&#55315;ound and would not power up. The programmer was returned for repair. There was no patient involvement.